Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited inappropriate pacing therapy due to dislodgement and no capture. Both leads were explanted. No patient complications have been reported as a result of this event.